Event description:
It was reported that upon interrogation of the pulse generator, exhibited a -diagnostics cleared due to invalid data- message. The diagnostics were cleared and normal function occurred. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.